Manufacturer narrative:
The investigation into the low pump flow and the high purge pressure issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs did not show any high purge pressure. However, priming issue was identified. There were suction and positioning alarms, but the pump was confirmed on echo to be in correct position. The root cause of the priming issue was most likely use related since they were able to resolve the priming alarms without replacing the pump. The root cause of the low pump flow issue was not determined since product was not returned and limited clinical information was provided. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 68-year-old male patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that following an extended priming sequence, an implanted impella cp pump began to experience low pump flows and low purge volume alarms. Positioning was verified via echocardiogram and the decision was subsequently made to replace the pump. There was no patient harm.